Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock measurement that appeared to have risen gradually over the past eight months. Technical services (ts) recommended getting vector breakdown and testing with a commanded shock. This rv lead remains in service. No adverse patient effects were reported.